Event description:
It was reported the patient's device "was sticking out of her back." It was noted that the patient "did not notice this until her friend told her it was." It was noted that the device was explanted on (B)(6) 2011. No further information was reported.

Manufacturer narrative:
Product ID 3889-33, lot# v415401, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).